Manufacturer narrative:
H4: device manufacturing date 11/17/2023. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the dynamic anchor of the altis got stuck superficially and whilst the physician attempted to remove it, the suture broke. The physician claims that the anchor can usually be freed from the vagina without the suture tearing.